Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified, capsular contracture: unable to observe, as it is a medical event. That is not related to the device. Additional observation: deformation observed. It is not possible to determine, the lot number or catalog through the photos provided. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, a left side capsular contracture, baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
Device analysis: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture- breast: unable to observe since it is not related to the device. Additional observations: ¿ creases are observed. ¿ wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Device has been explanted and replaced.